Event description:
It was initially reported that on (B)(6) 2012 the patient underwent a wound exploration at the site of his pump, due to a suspected infection. It was stated that the incision was "cleaned out." A (B)(6) infection was indicated. It was not clear if the pump was explanted on the same day or next day. The patient was without injury, and had recovered without sequela. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model# 8709sc serial#(B)(4) implanted: (B)(6) 2012 explanted:unk..... (B)(4). Analysis of the pump revealed no anomaly. The pump logs revealed no anomaly. The manufacture received an incomplete catheter, which was returned in 2 segments (proximal and distal) along with the sutureless connector assembly and pin connector. Analysis of the catheter revealed no significant anomaly. A catheter pressure test was performed, and results of the test were noted as having "passed."